Event description:
During a routine shift check by a clinician, the device prompted a shock for a simulated normal sinus rhythm. Complainant indicated that there was no pt involvement in the reported malfunction.